Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. The pt was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.